Event description:
It was reported that during an implant procedure, the screw of the pacemaker can¿t be tightened and was not used. A new pacemaker was implanted successfully. The patient was stable throughout the implant procedure.

Manufacturer narrative:
The reported event of the setscrew cannot be tightened was confirmed. Analysis revealed that the user/physician performed incorrect wrench insertion into the setscrew inset. The torque wrench tip was only being partially inserted within the setscrew inset, resulting in insufficient engagement of the setscrew inset. As torque was applied, the partially inserted wrench tip began to slip, and continued rotation under this condition led to the stripping of the setscrew inset. While the wrench is stripped the setscrew it cannot be tightened. The observed damage was the result of attempts to tighten the setscrew while the wrench was not fully inserted to engage the inset. The problem was caused by incorrect use of the torque wrench by the user/physician.